Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10002. It was reported while changing the pt's (B)(6) bandage, the scs trial cable was pulled. Lead migration was suspected and confirmed. The physician elected to proceed with surgical intervention to resolve the issue. During the procedure, it was discovered that the lead anchor was in the locked position; however, the lead cable could be still be pulled through it. The physician explanted and replaced the lead anchor which resolved the issue. Effective stimulation was achieved post-operatively.